Manufacturer narrative:
Epileptic patient with increased episodes. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence and urge incontinence; the trial started 2022-jun-02. It was reported that the patient has epilepsy and was wondering if the device could increase seizures. They felt as though they were having a lot more spasms and episodes. The issue was reported to be ongoing.